Manufacturer narrative:
(B)(4). Mfg site name-coherent inc. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the fiber failed to deliver energy and it was noted that the connector was hot to touch. The operator of the device was not burned. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.